Event description:
The biomedical engineer (bme reported that their older central nurse's station (cns) went down following a power outage. It was unknown whether the unit was in patient use at the time. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme reported that their older central nurse's station (cns) went down following a power outage. It was unknown whether the unit was in patient use at the time. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer did not answer requests for additional information regarding the cns that was reported to have "gone down." The complaint history review of the customer's account does not reveal trends for similar complaints. The model and serial number of the problem cns was not provided. Based on the initial report stating that the cns was "older," it is likely that the cns was failing as a result of aging.

Manufacturer narrative:
The biomedical engineer reported that their older central nurse's station (cns) went down. It is unclear whether it was in patient use at the time. The cns model and serial number was not provided as the time of the call. The unit went down on 02/08 or 02/09. They had a power outage that brought down the old unit. Qa has contacted the customer for the information of the failed device, but they have been unresponsive. They just called to get the help setting up the spare unit cns-6801a sn (B)(4) kohden technical support (tech support) showed them where to plug in the ethernet cord (lan port 1). They then booted up the spare cns and used the cns application to change the ip address to the one that stopped working and hit "set" and the cns rebooted. Once it came back up the ip was set up correctly, and they added the monitors to the unit. The issue with the spare unit has been resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 03/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer reported that their older central nurse's station (cns) went down. It is unclear whether it was in patient use at the time. The cns model and serial number was not provided as the time of the call. The unit went down on 02/08 or 02/09. They had a power outage that brought down the old unit. Qa has contacted the customer for the information of the failed device, but they have been unresponsive. They just called to get the help setting up the spare unit cns-6801a sn (B)(4). Nihon kohden technical support (tech support) showed them where to plug in the ethernet cord (lan port 1). They then booted up the spare cns and used the cns application to change the ip address to the one that stopped working and hit "set" and the cns rebooted. Once it came back up the ip was set up correctly, and they added the monitors to the unit. The issue with the spare unit has been resolved. No patient harm was reported.